Event description:
As reported by an affiliate, during a procedure, a tempo catheter presented hard tip and breakage with distal folding making the arteriography impossible to be performed. There was no patient injury reported. The introducer and catheter were removed. The procedure was suspended. Two days later, the patient was resubmitted to the procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during a procedure, a tempo catheter presented hard tip and breakage with distal folding making the arteriography impossible to be performed. There was no patient injury reported. The introducer and catheter were removed. The procedure was postponed. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. The device did not pass through any acute bends. The product did not reach the lesion in the carotid artery. The access site was the right femoral, contralateral approach was not used. The lesion was described as calcified. The doctor commented that he did not use the guide wire in the diagnostic procedures and he rarely uses the guide to ascend the catheter. Two days later, the patient was resubmitted to the procedure. There was no report of patient injury and the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of ¿tip breakage¿ in patient could not be confirmed. Standard practice dictates that when exchanging catheters (diagnostic or intervention) and advancing to the lesion, that the catheter be advanced to the target vessel via the guide wire to assist in delivery to the target vessel, protect the vessel wall, and protect the tip of the catheter. Review of the information provided suggests that procedural factors (advancing the catheter through the calcified vasculature without the aid of a guidewire) may have contributed to the reported event. There is nothing in the device history report review or the event description to suggest that there is a design or manufacturing related issue therefore no corrective actions will be taken.

Manufacturer narrative:
Complaint conclusion updated with product analysis. As reported by an affiliate, during a procedure, a tempo catheter presented hard tip and breakage with distal folding making the arteriography impossible to be performed. There was no patient injury reported. The introducer and catheter were removed. The procedure was postponed. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. The device did not pass through any acute bends. The product did not reach the lesion in the carotid artery. The access site was the right femoral, contralateral approach was not used. The lesion was described as calcified. The doctor commented that he did not use the guide wire in the diagnostic procedures and he rarely uses the guide to ascend the catheter. Two days later, the patient was resubmitted to the procedure. There was no report of patient injury and the device has been returned for analysis. Fal: a non sterile cath tempo 5f sim 2 100cm unit was received coiled in a plastic bag. Per visual analysis, the body shaft of unit was found kinked at 6.7 cm from distal. No other anomalies were found. There was no damage to the tip of the catheter noted. The catheter od and ID were measured near to the kinked area against drawing (B)(4) and results were found within specification. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of distal tip frayed split torn was not confirmed through failure analysis. The device did present with a kink in the body/shaft of the catheter. The cause for the kink could not conclusively be determined. Since the reported failure was not confirmed it is not possible to determine what factors may have contributed to the difficulties encountered by the customer. There is nothing in the analysis or the device history report review to suggest that there design or manufacturing related issue therefore no corrective action will be taken.